Manufacturer narrative:
The insulin pump was received with a motor error alarm during rewind due to a corroded motor home switch. The pump was unable to perform the displacement test or prime/compromised force sensor test due to the motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the insulin pump was squirting out insulin after the motor stopped. Customer received a compromised force sensor system alarm. The pump will be returned and replaced.